Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The end user reported that there was a pressure variation between 5 and 9 cmh20 and error code e30 (pressure sensor fault) occurred while the ventilator was in use on a patient. The customer received the unit from the end user and did not see any suspect behavior, but found the following error codes in the event log: e12 (configuration issue with settings or pressure triggering), e30, e42 (dump valve activation fault), and e33 (unable to auto zero pressure sensor). The patient was not affected and was placed on another ventilator with the same patient circuit.